Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / migration of essure device location: unknown"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2008 and gallbladder disorder. Previously administered products included for birth control: mirena from 2007 to november 2008; for an unreported indication: actaminophen, efexor and depo provera. Concurrent conditions included (B)(6). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with surgery (ablation on (B)(6) 2016) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010- xr hysterosalpingography: bilateral fallopian tube essure devices appear adequately placed. Most recent follow-up information incorporated above includes: on 18-may-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue" were added. Historical conditions were added. New reporter were added. Surgical treatment was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, gallbladder disorder, herpes genitalis, menometrorrhagia, acne, migraine and vaginal delivery. Previously administered products included for birth control: mirena from (B)(6) 2007 to (B)(6) 2008; for an unreported indication: actaminophen, efexor and depo provera. Concurrent conditions included morbid obesity, gastritis and cholecystectomy. Concomitant products included alprazolam (xanax) since 2011. In (B)(6) 2009, the patient experienced depression ("depression/ psych injury related to essure") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("hip pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation and ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, weight increased, arthralgia, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events- vaginal haemorrhage and menorrhagia. The inserts were placed with seven coils visible on the right side and three coils visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2010-xr hysterosalpingography: bilateral fallopian tube essure devices appear adequately placed. Lot number:20214173 manufacturing date:2009-09 expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , patient details , other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008 and gallbladder disorder. Previously administered products included for birth control: mirena from (B)(6) 2007 to (B)(6) 2008; for an unreported indication: acetaminophen, effexor and depo provera. Concurrent conditions included morbid obesity, gastritis and cholecystectomy. Concomitant products included alprazolam (xanax) since 2011. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression/ psych injury related to essure") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("hip pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with nsaids, paracetamol (acetaminophen) and surgery ablation and ablation on (B)(6) 2016. Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, arthralgia, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events- vaginal haemorrhage and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2010-xr hysterosalpingography: bilateral fallopian tube essure devices appear adequately placed. Lot number:20214173 manufacturing date:2009-09 expiration date:2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008 and gallbladder disorder. Previously administered products included for birth control: mirena from (B)(6) 2007 to (B)(6) 2008; for an unreported indication: actaminophen, efexor and depo provera. Concurrent conditions included morbid obesity, gastritis and cholecystectomy. Concomitant products included alprazolam (xanax) since 2011. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("hip pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (ablation and ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, arthralgia, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events- vaginal haemorrhage and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. On (B)(6) 2010-xr hysterosalpingography: bilateral fallopian tube essure devices appear adequately placed. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number was added, reporter was added, essure insertion date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / migration of essure device location: unknown"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2008 and gallbladder disorder. Previously administered products included for birth control: mirena from january 2007 to november 2008; for an unreported indication: acetaminophen, efexor and depo provera. Concurrent conditions included morbid obesity. Concomitant products included alprazolam (xanax) since 2011. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In january 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with surgery (ablation on (B)(6) 2016) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, arthralgia, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010-xr hysterosalpingography: bilateral fallopian tube essure devices appear adequately placed. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: concomitant medication and events (depression and mental anguish) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.